Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 5-6 units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a manufacturing process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated an internal investigation to determine if education and training related to this topic can be improved. The investigation is in-process as of the date of this report. The lot was reviewed and was found to have met all qualifications.

Event description:
A customer experienced high blood glucose on (B)(6) 2011 and thought the cannula had kinked. At midnight, his blood glucose was 403 mg/dl so he administered 4 units of insulin. The next reading provided was not until 10:09 am which read 289 mg/dl. At this time, he ate 19 grams of carbohydrates and gave a meal bolus dose of insulin of 3.85 units. By 1:40 pm, his blood glucose rose slightly higher to 328 mg/dl. He decided to deactivate the pod at 2 pm when his blood glucose read 313 mg/dl. The product will be returned for investigation.